Event description:
Event: (cc#98-01118) the sheath leaked at the sheath/sheath hub junction. On 10/13/98, the following was reported to datascope: the iab was fine but the sheath was cracked at the yellow hub and it was leaking. The doctor had to remove the entire balloon to exchange the sheath and he would not re-insert the same balloon into the patient. [Event complications]: unknown - reported 9/4/98. [Patient's current status]: unk - rpt'd 9/4/98.